Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil embedded in uterus"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping /cramping"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (on (B)(6) 2013, she had supracervical hysterectomy (uterus only). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and patient demographic updated. Concomitant medication was added. Added lot number. Added events abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), dysmenorrhea (cramping), pain, perforation (uterus), uterine fibroids. Updated events and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil embedded in uterus"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping /cramping"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (on (B)(6) 2013, she had supracervical hysterectomy (uterus only). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, menstruation irregular, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and patient demographic updated. Concomitant medication was added. Added lot number. Added events abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), dysmenorrhea (cramping), pain, perforation (uterus), uterine fibroids. Updated events and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil embedded in uterus"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 624474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birt control pill from 2001 to 2007 and depo short in 2001. Concurrent conditions included migraine and dvt. Concomitant products included anaesthetics (anesthesia), eletriptan hydrobromide (relpax), rizatriptan (maxalt), topiramate (topamax) and vitamins since 2007. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping /cramping"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain") and groin pain ("groin pain"). The patient was treated with surgery (on (B)(6) 2013, she had supracervical hysterectomy (uterus only)) and surgery (underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, abdominal pain lower, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma and groin pain outcome was unknown, the pelvic pain and abdominal pain was resolving and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, groin pain, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. It was hospitalized because I was having so much pain related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. She had gallbladder removal. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographics, historical drug and concomitant disease added. Essure indication updated and explant date updated. New event groin pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil embedded in uterus"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a 42-year-old female patient who had essure (batch no. 624474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birt control pill from 2001 to 2007 and depo short in 2001. Concurrent conditions included migraine, dvt, uterine fibroids, dvt, gallbladder disease and chlamydial infection. Concomitant products included anaesthetics (anesthesia), eletriptan hydrobromide (relpax), prenatal vitamins since 2007, rizatriptan (maxalt) and topiramate (topamax). In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping /cramping"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), groin pain ("groin pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches") and device deployment issue ("essure devicewas then deployed into the fallopian tube with 1ring visible from the tubal ostium"). The patient was treated with surgery (on (B)(6) 2013, she had supracervical hysterectomy (uterus only)) and surgery (underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, abdominal pain lower, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, groin pain, cystitis, urinary tract infection, migraine, headache and device deployment issue outcome was unknown, the pelvic pain and abdominal pain was resolving and the genital haemorrhage had resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, genital haemorrhage, groin pain, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. It was hospitalized because I was having so much pain related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. She had gallbladder removal. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- bladder infection, uti, migraines, headaches, essure devicewas then deployed into the fallopian tube with 1ring visible from the tubal ostium were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil embedded in uterus"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a 42-year-old female patient who had essure (batch no. 624474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure devicewas then deployed into the fallopian tube with 1ring visible from the tubal ostium". The patient's previously administered products included for an unreported indication: birt control pill from 2001 to 2007 and depo short in 2001. Concurrent conditions included migraine, dvt, uterine fibroids, deep vein thrombosis, gallbladder disease and chlamydial infection. Concomitant products included anaesthetics (anesthesia), eletriptan hydrobromide (relpax), prenatal vitamins since 2007, rizatriptan (maxalt) and topiramate (topamax). In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping /cramping"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), groin pain ("groin pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2013, she had supracervical hysterectomy (uterus only)) and surgery (underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, abdominal pain lower, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, groin pain, cystitis, urinary tract infection, migraine and headache outcome was unknown, the pelvic pain and abdominal pain was resolving and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, genital haemorrhage, groin pain, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. It was hospitalized because I was having so much pain related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. She had gallbladder removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) coil embedded in uterus/migration of essure device location of device: myometrium') and pelvic pain ('chronic pelvic pain / pain') in a 42-year-old female patient who had essure (batch no. 624474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "essure device was then deployed into the fallopian tube with 1ring visible from the tubal ostium". The patient's previously administered products included for an unreported indication: birt control pill from 2001 to 2007 and depo short in 2001. Concurrent conditions included migraine, dvt, uterine fibroids, deep vein thrombosis, gallbladder disease and chlamydial infection. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin) since 2000, amitriptyline since (B)(6) 2013, amlodipine besilate (norvasc) since 2018, anesthetics, ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins) since 2007, eletriptan hydrobromide (relpax), hydrocodone bitartrate;paracetamol (norco) since 2017, ibuprofen since 1994, levofloxacin (lovenox) until 2007, norethisterone (camila) from 1997 to 2006, rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced genital haemorrhage ("heavy and irregular bleeding") and abdominal pain lower ("severe cramping /cramping"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain") and groin pain ("groin pain"). The patient was treated with celecoxib (celexa), heparin, omeprazole, warfarin sodium (coumadin) and surgery (on (B)(6) 2013, she had supracervical hysterectomy (uterus only) and underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, abdominal pain lower, menstruation irregular, dysmenorrhoea, uterine leiomyoma, groin pain, cystitis and urinary tract infection outcome was unknown, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, genital haemorrhage, groin pain, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. It was hospitalized because I was having so much pain related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Essure placement without evidence of spill into the peritoneal cavity. Pregnancy test urine - on an unknown date: negative. Diagnostic results: she had gallbladder removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: pfs received: event onset dates were added. Events"abnormal bleeding (menorrhagia)/ abnormal bleeding (vaginal)" outcome updated to "recovered / resolved" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) coil embedded in uterus/migration of essure device location of device: myometrium') and pelvic pain ('chronic pelvic pain / pain') in a 42-year-old female patient who had essure (batch no. 624474) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "essure device was then deployed into the fallopian tube with 1ring visible from the tubal ostium". The patient's previously administered products included for an unreported indication: birt control pill from 2001 to 2007 and depo short in 2001. Concurrent conditions included migraine, dvt, uterine fibroids, deep vein thrombosis, gallbladder disease and chlamydial infection. Concomitant products included amitriptyline since (B)(6) 2013, amlodipine besilate (norvasc) since 2018, anesthetics, eletriptan hydrobromide (relpax), hydrocodone bitartrate; paracetamol (norco) since 2017, ibuprofen since 1994, levofloxacin (lovenox) until 2007, minerals nos; vitamins nos (prenatal vitamins) since 2007, norethisterone (camila) from 1997 to 2006, other analgesics and antipyretics since 2000, rizatriptan benzoate (maxalt) and topiramate (topamax). In 2007, the patient experienced genital haemorrhage ("heavy and irregular bleeding") and abdominal pain lower ("severe cramping /cramping"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain") and groin pain ("groin pain"). The patient was treated with celecoxib (celexa), heparin, omeprazole, warfarin sodium (coumadin) and surgery (on (B)(6) 2013, she had supracervical hysterectomy (uterus only) and underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, abdominal pain lower, menstruation irregular, dysmenorrhoea, uterine leiomyoma, groin pain, cystitis and urinary tract infection outcome was unknown, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, genital haemorrhage, groin pain, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant in (B)(6) of 2013. It was hospitalized because I was having so much pain related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Essure placement without evidence of spill into the peritoneal cavity. Pregnancy test urine - on an unknown date: negative. Diagnostic results: she had gallbladder removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, 104 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On (B)(6) 2007, the patient had essure inserted. The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms on (B)(6) 2013). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.